Event description:
The coil prematurely detached during deployment, the physician was able to implant the coil into the aneurysm. There was no reported clinical consequence to the patient.

Event description:
The coil detached outside the microcatheter. There was no clinical consequence to the patient.

Manufacturer narrative:
Additional information was received from the user facility. The coil detached outside the microcatheter and not inside the patient as previously reported. The coil had not been soaked in saline prior to use and continuous flush was not maintained. The physician confirmed that both the twist lock on the introducer sheath and the rotating hemostasis valve were opened to allow the coil to be advanced. No friction was encountered prior to the coil detaching. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.